Event description:
A customer reported to baxter corporate product surveillance a interlink paclitaxel set in which a leak was observed at the downstream junction of the filter and the tubing. The leak occurred about five minutes after therapy was initiated. The medication taxol was being administered. The tubing was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention related to this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.